Event description:
It was reported tissue damage occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The laa had a maximum inlet diameter of 19.9 mm and a depth of 11.2 mm. Due to the lack of depth, the closure device was deployed mainly using the advance method, but the closure device popped out outside the atrial appendage, and a partial recapture was performed. The same process of deployment and partial recapture was repeated several times, but position, anchor, seal and size (pass) criteria were not met, and the closure device was removed. Prior to removal of the transesophageal echocardiography (tee) a pericardial effusion scan was performed, and no problems were found. After the was sheath was removed, the closure device was checked and several millimeters of tissue, that appeared to be endocardial were noted entangled in the distal fluoro chip. No health injury had been observed and the physician decided that the patient would be observed during hospitalization for any further abnormalities. The tissue was sent for biopsy as a precaution. There was no patient injury. It was further reported that biopsy results revealed that it was a thrombus rather than a myocardial tissue. There were no complications related to the thrombus and the patient was discharged.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received. H6: patient code updated from e2015 unspecified tissue injury to e0514 thrombosis/thrombus.

Event description:
It was reported tissue damage occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The laa had a maximum inlet diameter of 19.9 mm and a depth of 11.2 mm. Due to the lack of depth, the closure device was deployed mainly using the advance method, but the closure device popped out outside the atrial appendage, and a partial recapture was performed. The same process of deployment and partial recapture was repeated several times, but position, anchor, seal and size (pass) criteria were not met, and the closure device was removed. Prior to removal of the transesophageal echocardiography (tee) a pericardial effusion scan was performed, and no problems were found. After the was sheath was removed, the closure device was checked and several millimeters of tissue, that appeared to be endocardial were noted entangled in the distal fluoro chip. No health injury had been observed and the physician decided that the patient would be observed during hospitalization for any further abnormalities. The tissue was sent for biopsy as a precaution. There was no patient injury.